Event description:
The customer stated that the device was unable to provide ibp measurements due to an equipment malfunction. There is no indication of pt involvement.

Manufacturer narrative:
Pr#: (B)(4).